Event description:
It was reported that while using bd bactec¿ lytic/10 anaerobic/f culture vials (plastic) false positive of c.tropicalis occurred. The following information was provided by the initial reporter: molecular false positive c.tropicalis what organisms were seen on gram stain?gram positive cocci only, slides repeated and yielded same results. What organisms grew on culture plate?one culture grew streptoccous species only, the other grew staphyloccous epidermidis what result did the customer obtain from the bd product? Streptococcus species detected and candida glabrata detected for one culture (rmi 11373). Staphylococcus epidermidis detected and candida tropicalis (rmi 8153) for the other.

Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd bactec¿ lytic/10 anaerobic/f culture vials (plastic) false positive of c.tropicalis occurred. The following information was provided by the initial reporter: molecular false positive c.tropicalis what organisms were seen on gram stain?gram positive cocci only, slides repeated and yielded same results. What organisms grew on culture plate?one culture grew streptoccous species only, the other grew staphyloccous epidermidis what result did the customer obtain from the bd product? Streptococcus species detected and candida glabrata detected for one culture (rmi 11373). Staphylococcus epidermidis detected and candida tropicalis (rmi 8153) for the other.

Manufacturer narrative:
H.6 investigation summary catalog: 442021 batch no.: unknown customer reported a molecular false positive result. Neither photos nor returned good samples were received. Bd was not able to perform an investigation to the retention samples since batch number is unknown. A complaint history review cannot be conducted relating to the incident lot number and the ¿as reported¿ defect code since batch number is unknown. The batch history record could not be reviewed as the lot number is unknown nonetheless batch history records are always reviewed prior to product release. Complaint is unconfirmed.